Event description:
The customer reported to olympus that the video system center had an intermittent image. The issue was found during reprocessing. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's reported allegation was confirmed due to a worn-out video connector latch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that [intermittent image] occurred because connector could not be secured properly due to video connector latch wear. Olympus will continue to monitor field performance for this device.